Event description:
It was reported to boston scientific corporation that a rx dilitation balloon device was used during a dilitation procedure. The complainant reported that the balloon would not inflate. Note: as reported, this event did not represent a MDR-reportable scenario. Evaluation of the returned device, completed in 2006, revealed that the balloon was torn longitudinally. This is a MDR-reportable scenario.

Manufacturer narrative:
The unit returned was lot number 8214847 which is a subassembly of the lot number reported. The unit was returned with a stylet attached to the inject hub, there was no stopcock returned with the device. The shaft was checked for kinks and dents and none were found. An attempt was made to inflate the balloon under water using 118psi of air but failed. Bubbles were seen emanating from the proximal end of the balloon. On examination, bubbles could be seen emanating from the proximal end of the balloon approx 2mm from the proximal balloon bond and above the proximal ro marker. The balloon was examined under a microscope and a small longitudinal tear could be seen at this location. A DHR review was carried out and no anomalies were found.